Manufacturer narrative:
The field service rep (fsr) could not duplicate the reported issue. The perfusionist provided a video to the fsr, showing the unintended water flow over the cooling plate during rewarm. The fsr replaced the defective berkert valve 1 with a red hat valve. The cooler heater unit operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not heat. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.